Manufacturer narrative:
There is more information on the device evaluation. The initial reporter job title is bmet iii. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g3, g6, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional information for this event is not available as yet. The event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the sdi-1 input pin broke inside bayonet neill¿concelman (bnc) connector on the qb board. This is attributed to the user handling. The device passed all other functional tests. In addition, there were minor scratches on the window screen.

Event description:
As reported for this event, the device input pin broke off. There is no reported harm to any patient.